Event description:
It was reported that the implant at tooth site # 30 failed to integrate due to bone loss at the implant site. The implant was removed. Symptoms as a result of the event: pain and edema.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier: unknown / not provided. Age and date of birth: unknown / not provided. Gender: unknown / not provided. Patient weight: unknown / not provided. PMA/510k: k101880. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.